Event description:
A discordant, falsely elevated troponin I (tni) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was drawn from the patient and tested on the same instrument, resulting lower than the initial result. The original sample was repeated on the same instrument, also resulting lower than the initial result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. It was determined the high level qc was not within range on the day of the event. The cse evaluated the instrument and discovered that the sample syringe was worn and replaced it. The cse recalibrated the sample probe alignments and ran all three levels of qc in replicates of ten each, which were within acceptable ranges. As per troponin I instructions for use, "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme." The cause of a discordant, falsely elevated tni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.